Event description:
It was reported that noise labeled as atrial tachycardia/fibrillation resulting in pacing inhibition was observed on the right atrial (ra) lead. Clavicular crush was suspected. The ra lead was explanted and replaced. The patient was stable.